Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis inside the guide catheter. The device was returned on the guidewire and inside the guide catheter (eb35 .071) and could not be removed even after soaking in the waterbath at 37°c. The guidewire was also stuck to the device and could not be pulled out. A visual examination of the crimped stent found the proximal portion of the crimped stent was severely damaged, distorted, bunched and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the distal balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The proximal balloon profile was not visible and could not be examined as the guide catheter covered the proximal side of the balloon. A visual and tactile examination found multiple kinks on the exposed part of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination could not be completed as the guide wire was stuck to the device and could not be removed. The guide catheter could not be removed either. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 04-may-2016. It was reported that crossing difficulties and shaft kink were encountered. The target lesion was located in the severely tortuous mid circumflex artery. After pre-dilation was performed using a non-bsc balloon catheter, a 28x3.00mm promus premier¿ drug eluting stent was advanced but the catheter shaft was kinked while trying to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was normal. However, returned device analysis revealed proximal stent damage.